Event description:
Health professional reported right side device removal was noted as ¿non-healing wound-needed smaller implant." Device has been explanted.

Manufacturer narrative:
The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to ¿non-healing wound-needed smaller implant." This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side device removal was noted as ¿non-healing wound-needed smaller implant."

Event description:
Health professional reported, right side device removal. Was noted, as "non-healing wound-needed smaller implant". Device has been explanted.

Event description:
Health professional reported right side device removal was noted as ¿non-healing wound-needed smaller implant."